Event description:
It was reported that the subject coil was stretched while the operator pushed it into the microcatheter. He eventually pulled out the subject coil before detachment, using snare and successfully removed it and kept coiling with other products. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil was stretched while being pushed into the microcatheter. The coil was pulled out before detachment using a snare and was successfully removed. No additional information was received for this complaint. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the as reported codes 'main coil stretched' and 'patient medical or surgical intervention required'.

Event description:
It was reported that the subject coil was stretched while the operator pushed it into the microcatheter. He eventually pulled out the subject coil before detachment, using snare and successfully removed it and kept coiling with other products. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.